Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that her blood glucose reached 288 mg/dl after wearing the pod between 4 and 24 hours. The pod had come loose from the patient's skin. She noted an irritation at the insertion site and when it did not improve in a week she went to her physician. The patient was treated with an antibiotic and antibiotic cream.